Manufacturer narrative:
A ge service representative performed an onsite investigation and changed the batteries. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would lock up and display a ma error message. No pt injury was reported.